Manufacturer narrative:
This product is not marketed in the us. No similar complaint types were reported for unit within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to use a 12.6mm vticmo12.6 implantable collamer lens for the patient's left eye (os) on (B)(6) 2016. The reporter stated the lens was not implanted neither explanted, and product received damaged. She also mentioned the lens has sizing issue, and the patient had elevated iop. Multiple attempts to get clarify information has been unsuccessful. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
This replacement lens was submitted in the initial MDR, incorrectly. There are no adverse events associated with the replacement lens. (B)(4).